Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and atrial leads. In addition, the oversensing resulted in inappropriate mode switch on the atrial lead. Abbott technical support was contacted and suspected rv and atrial lead damage. No intervention was performed at this time. The patient was stable and will continue to be monitored.